Manufacturer narrative:
Explant was reported due to regurgitation and a tear. The investigation found that cusps 2 and 3 were torn. There was fibrous pannus ingrowth on the outflow surface on the commissure of cusp 1. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear site, which could have contributed to the formation of the tear.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2013, a 27mm epic stented porcine heart valve w/flexfit system was implanted in the patient's mitral position due to mitral regurgitation. An abbott sizer was used in the surgery. Infective endocarditis(ie) occurred on the patient after an operation on the patient's other organ last summer, but the ie became inactive. After that, mitral regurgitation occurred on the epic valve which led to a re-do mitral valve replacement(mvr) on (B)(6) 2021. The epic valve was explanted and replaced with a carpentier-edwards perimount magna mitral ease(manufacturer: edwards lifesciences). Upon explant, a tear was confirmed at the commissure and annulus part of the posterior cusp side. The patient is currently stable.